Event description:
It was reported that, in the tha, the cement hardened rapidly. The cement was stored in normal temp, though cement is stored in refrigerator usually. Also, when the surgeon filled the cement into the product and tried pushing out the cement during inserting the cement into the canal, leaked out at the plunger end of the syringe rather than out the nozzle end while applying pressure with the cement gun. So, the surgeon broke the syringe and removed the cement from it. The removed cement was used for canal. There was no adverse consequences and the procedure was completed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.